Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02410. It was reported the patient was unable to increase the scs system stimulation. An impedance check revealed high impedance values. Reprograming was unable to resolve the issue. As such, the patient underwent surgical intervention wherein the lead were explanted and replaced. Reportedly, effective therapy was restored following the procedure.